Manufacturer narrative:
H3/h6: the upgrade kit, lot number: s2126syl rev. C, was returned and analyzed. There was no failure found with the product. Codes b01, c19, and d14 apply. The generator booster board, lot number: s2229ycy rev. B, was returned and analyzed. When installed in a test system, the system did not ready and motion did not initialize. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000576, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. The generator was reporting e166 and e164 errors. The rep replaced the dual speed starter board and performed a system checkout. The system was operational. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was unable to capture 3d images after initial 2d image was taken." Patient presence was unknown.